Manufacturer narrative:
(B)(4). The lot was manufactured from february 1, 2016 to february 4, 2016. The device was returned for evaluation. Visual inspection revealed that there was fluid contained inside the housing. A functional leak test was performed and revealed that the device leaked from the welded area of the volume indicator port located inside the housing. The reported condition was verified. The cause of the condition was not determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor device was leaking from the inside of the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.